Event description:
A dreamstation auto CPAP device was returned to a third-party service center as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected and found visible foam degradation. The device was scrapped by the service center after the evaluation was completed.